Event description:
It is reported that the surgeon had difficulty inserting the articular surface. A new articular was opened and inserted without a problem.

Manufacturer narrative:
This report will be amended when our investigation is complete.